Event description:
A patient reported that their aligners are cutting their gums in the same spot (left bottom lateral incisor) when they put them in and take them out. The patient has tried filing the edge and that was not the issue, the bleeding is increasing every day, and the patient does not believe their bottom aligners fit them properly. The patient has had halos that over the course of 4 days of wearing have not decreased at all.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.